Manufacturer narrative:
Insulin pump was received with blank display due to interface board broken solder joint. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, and displacement test due to blank display. Insulin pump had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump would not turn on after inserting a battery. She tried two more batteries and tightened it very tightly. However the customer heard a crack and the screen turned on. The crack was on top of the battery compartment. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.